Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients battery site became warm when charging. The patient underwent a full scs replacement procedure and was doing well postoperatively. No device malfunction suspected.